Event description:
The handheld device and software flashcard were returned to the manufacturer. Product analysis was completed for the handheld device on (B)(4) 2015. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. Product analysis was completed for the software flashcard on (B)(4) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld routinely freezes up and he has to perform a hard reset in order to continue. The physician reported that this has been an ongoing problem and he wants to have the device replaced. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.